Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
The issue was resolved over the phone with getinge field service engineer(fse) and biomed. The biomed found that the console was not seated in the cart. The biomed docked the console in the cart and the batteries charged immediately. The unit passed all functional testing. H3 other text : troubleshot via telephone

Event description:
It was reported that during daily checks in the cath lab, the cardiosave intra-aortic balloon pump (iabp) unit is not charging batteries. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.